Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained using ipth reagent lots 1610, 1621 and 1590 with multiple patient samples when tested on three vitros 5600 immunodiagnostic system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results were not reported from the laboratory and there was no reported allegation of patient harm as a result of these events. This report is number three of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained using lots 1610, 1621 and 1590 when testing multiple patient samples on three vitros 5600 immunodiagnostic system. A definitive assignable cause could not be determined with the information provided. No information was provided with regards to the handling of the patient samples between vitros ipth testing events. It is possible improper handling of the patient sample between the testing events contributed to the lower-than-expected vitros ipth lot 1610, lot 1590 and lot 1621 results although this could not be confirmed. Instrument related performance issues did not likely contribute to the events as the customer gave no indication of any instrument malfunction. However, as no diagnostic within run precision testing was performed, an instrument issue cannot be completely ruled out as a potential contributor to the event. Continual tracking and trending of ipth complaints has identified an increase in complaints for lower-than-expected vitros ipth results. Ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. (B)(4).